Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during blepharoplasty, the electrode's insulation melted. It caused a first degree burn on the excess tissue of the eyelid which was being removed. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. Visual inspection noted two of the three electrodes received had significant insulation damage while the third device was in great condition. The analysis found the electrodes to function normally and within specifications when activated in a handpiece. Melting of the device can occur when the power settings are too high. Damage to the insulation can occur with contact with a metallic object and/or the power settings being too high as well. The electrode insertion/extraction was within specification. It was reported that the insulation of the device was damaged, and the device melted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: confirm proper electrosurgical settings prior to and during a procedure. Use the lowest power settings to achieve the desired effect. Do not exceed maximum power limits. Exceeding these power settings may result in patient injury or product damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.